Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079321, UDI: (B)(4).

Event description:
It was reported that the patient had fractured leads.